Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer observed that the customer had isolated the issue auxiliary drawer 4.1/4.2 and after unplugging the drawer, the station powered up. Using a meter, fse determined that the drawer controller on 4.1 was defective and replaced it. Then the fse re-seated the pyxibus cable, retractor band cable, and row board cable to resolve the issue. No debris was found on the row boards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.